Manufacturer narrative:
Unit passed displacement test. Sleep current measurement and active current measurement within specifications. The power management tool confirmed the unloaded voltage and loaded voltage was within specification range. No unexpected power error 25 noted during testing. However, power error 25 and low battery alarm noted in trace download analysis due to intermittent non-sleep anomaly software error. Unit received with cracked retainer, cracked battery tube threads, cracked case corner of belt clip rails, minor scratched display window, fading serial number label, cracked keypad overlay at select button, damage keypad overlay texture and scratched case.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that customer had power error detected on insulin pump. The customer¿s blood glucose level was 33 mmol/l. Troubleshoot was performed for power error detected the insulin pump will not be returned for analysis.